Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported finding during injection of levimer the pen would stop at 10 units instead of required 25 units.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported finding during injection of levimer the pen would stop at 10 units instead of required 25 units.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Manufacturer narrative:
H6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported finding during injection of levimer the pen would stop at 10 units instead of required 25 units.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the consumer reported finding during injection of levimer the pen would stop at 10 units instead of required 25 units.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 07-feb-2022. H6: investigation: customer returned (7) used 32gx4mm bd pen needles without tear drop labels attached (detached labels from lot #1006162, 0303291, and 0287396 were returned with the samples). The customer reported no insulin flow. The returned samples were examined, and it was observed that 6 featured a bent non-patient end (npe) cannula and 1 featured a broken npe cannula. The bent or broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 7 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles.